Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: investigation result, the returned captivator snare was analyzed, and a visual evaluation noted that the device was returned without any visible problems. Electrical and continuity testing was performed, and the device was found within specification. Finally, the device was tested with the erbe plugged to it, the erbe shows no problem supplying the energy to the snare. No other problems with the device were noted. The reported event of loop unable to cut and device unable to deliver energy was not confirmed. Upon analysis, the device was returned undamaged and showed no evidence of any defect that could have contributed to the reported event. Additionally, since the device cannot be functionally tested under anatomical or procedural conditions, the most probable root cause of this complaint is classified as "no problem detected."

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an endoscopic mucosal resection procedure performed on (B)(6) 2025. During the procedure, puncture and ablation had occurred due to energization failure. Energization was possible halfway through; however, it could no longer be performed during the final polyp resection. The snare was securely attached to the active cord. No visible problem was noted with the cautery pin. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an endoscopic mucosal resection procedure performed on (B)(6) 2025. During the procedure, puncture and ablation had occurred due to energization failure. Energization was possible halfway through; however, it could no longer be performed during the final polyp resection. The snare was securely attached to the active cord. No visible problem was noted with the cautery pin. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.